Manufacturer narrative:
If the information is unknown, not available, or does not apply, the section of the form is left blank.

Event description:
It was reported to resolve on (B)(6) 2024 that the caudal screws of a three-level coda plate were backing out. It was also said that the patient's spine was out of alignment following surgery. Due to the screw backout and the misalignment of the spine, a revision surgery was performed.